Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/20/2024, it was reported by a sales representative via (B)(4) that an abs-10063 cprp processing set had no bone marrow concentrate ejected into the syringe. This occurred during use when they had no bone marrow concentrate ejected into the syringe. They troubleshooted the machine to ensure that the surgeon did not need to draw up additional bone marrow aspirate or substitute with an alternative option. They successfully removed all blood from the centrifuge kit into a new kit and re-processed it without any issues.